Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting was unsuccessful. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided patient had ipg replaced on (B)(6) 2018. Therapy was restored.